Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the atrial lead prior to a generator change. The atrial lead was capped and a new atrial lead was implanted on (B)(6) 2019. Patient was asymptomatic and stable before, during, and after the procedure.